Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for movement disorders. It was reported that the patient had a recent fall then had a loss of therapy and return of symptoms. The ins was then noticed to be in the "off" status. The patient was doing well at the time of the call. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the cause of the ins being off (with a fall) was that the patient was not adequately charging their rechargeable ins. There were no further complications reported or anticipated.